Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that the stent moved on the balloon. A 2.50 x 20 synergy¿ drug-eluting stent was advanced for treatment. However, it was noted under cine-cardioangiography that the stent shifted from the marker. The device was removed from the patient's body and it was confirmed that the stent shifted to the distal side. The procedure was completed with another 2.50 x 20 synergy¿ drug-eluting stent. No patient complications were reported.